Event description:
During the endoscopic retrograde cholangiopancreatography procedure, the physician was attempting to use the device to cut the sphincter of the papilla vateri. The physician had accessed the duodunen with the duodenoscope and advanced the device over the guide wire to the papilla vateri. When the physician attempted to cut the papilla vateri with the cutting wire, nothing happened. The procedure was completed with a second device. The patient was stable post procedure.

Manufacturer narrative:
(Failure to bow). The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.